Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to pain, discomfort, stiffness, decreased range of motion, and adhesions. The surgeon noted tibial tray mispositioning with slight overhang as well as loosening at the cement to implant interface. The femoral component was loose at the bone to cement interface with slight bone loss of the lateral femoral condyle. The surgeon reported wear on both the tibial tray and tibial insert. The patella component was well-fixed and retained. Depuy cement was used during the primary operation. Doi: (B)(6) 2016; dor: (B)(6) 2019; left knee.